Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pn relion 31g x 6mm 3b tw needle was difficult to operate or not working. The following information was provided by the initial reporter :   the consumer reported that when attached and attempted to remove the inner shield, the whole needle would pull away. Date of event : unknown. Samples status : awaiting sample.